Event description:
A customer contacted baxter's (B)(4) regarding a check patient line alarm during initial drain on the homechoice (hc). During troubleshooting the cg stated there was air throughout the patient line. The caregiver (cg) reported the home patient (hp) disconnected after the alarm sounded. The technical service representative recommended hp end therapy and start over with new supplies and walked hp through ending therapy early procedure. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Product surveillance contacted peritoneal dialysis center regarding alarm and report of air in lines. Nurse reported no infections were associated with this reported event. The batch review was not performed because the lot number is unknown.

Manufacturer narrative:
(B)(4). This complaint for a check patient line with a report of air in the line during initial drain was not confirmed due to a lack of sample. The cause was undetermined. Device not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.